Event description:
It was reported that this right atrial (ra) lead was exhibiting high pacing threshold measurements. It was confirmed though x-rays that the lead was dislodged. The lead was explanted and successfully replaced. The device is not expected to return for analysis. No additional adverse patient effects were reported.